Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level started going up. Customer changed basal from .65 to 2 units. Customer changed the injection site and insulin. Customer used 3 different vials of insulin and it still does the same thing. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer's current blood glucose is 374 mg/dl. Customer had symptoms related to his high blood glucose such as vomiting and nausea. Customer was treating with manual injections and has contacted his health care provider. Customer was admitted to the hospital on (B)(6) 2016. Customer had a no delivery alarm the night before and was treated with an insulin pen before being released on (B)(6) 2016. Customer was wearing the pump at the time of the hospitalization. Customer changed the infusion set yesterday and then took it off yesterday. Customer stated that the motor is also weak. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm or excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. It communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected threshold suspends alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.